Event description:
The manufacturer's reported that 0 ccs were aspirated during refill; expected 5 ccs. The patient has noted "some return of symptoms but that is not atypical at time of refill." Approximately 1 week before refills, the patient usually gets more stiff and spastic, as he did this time. It was determined that air was getting into the pump at the refills and it was not possible to fill completely. The patient was "sensitive to the low volume alarm"; he was given oral baclofen and the low reservoir was changed to 3.0 ccs." The patient was receiving compounded baclofen. The patient is reported to be "back to baseline".